Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h4, h6 (type of investigation, investigation findings, investigation conclusions) stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The root cause of this event was determined to be due to patient related factors, including hyperlipidemia (hld), diabetes mellitus (dm), coronary artery disease (cad). The subject device is not available for evaluation as it was discarded. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of six (6) years, 10 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, h6 (component code, health effect - clinical code, device code, type of investigation).

Event description:
It was learned from implant patient registry and investigation that a patient with a 21mm 3300tfx in the aortic position underwent a valve explant after an implant duration of six (6) years and ten (10) months due to stenosis. The patient presented to the hospital with worsening doe. The explanted valve was replaced with a 23mm 3300tfx valve. Post operatively, the patient was stable and transferred to the ICU. Per medical records, the patient underwent a redo avr with a 23mm 11500a. The 21mm 3300tfx was explanted, and the area was debrided. A 23mm 11500a valve was then implanted and positioned above the annulus. The patient was smoothly weaned off bypass. An intraoperative echo confirmed that biventricular function was preserved with no signs of pvl. The patient was transferred to the ICU in stable condition without any complications. Per pathology report, received was a 1.6 cm in length by 2.5 cm in diameter bioprosthetic valve with 3 leaflets. The leaflets are remarkable for numerous calcified verrucoid vegetations.